Manufacturer narrative:
Continuation of d10: product ID afr-00001 (lot: 0232914614); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the affera mapping system and sphere 9 catheter in a cardiac ablation procedure, a temperature sensor error occurred on the sphere 9 catheter and the catheter was swapped, after which the case continued. It was also reported that after selecting to remap the right atrium, the system could not reload maps and stalled at 76%, and multiple workstation and stack resets were performed without success, including an attempt to access the study after the case with the workstation not connected to anything. A temperature sensor error occurred again. The catheter was not replaced due to the inability to load the maps. The case was aborted due to the inability to reload maps. No patient complications have been reported as a result of this event.